Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The brand name should read as activelife 1p-1pc drainable pouch w/duradhesive (dh) plus. The batch record review for lot 0l00778 was performed. No discrepancies were noted in this batch record related to the complaint reported. The retained product was evaluated. The samples were visually inspected and all samples appeared to be in normal condition. Leak testing was performed and passes the established specification.

Event description:
Report received from the end user states that they noted itching and rash under the tape collar within 24 hours. The end user removed the pouch after 1 day. The end users husband is a retired physician. He applied an unk cream for rashes. The rash resolved in few days. She then returned to the use of a different pouch. The pts subsequent outcome was not reported.